Event description:
Reporter indicated that vns pt experiences hypotension as a result of vns stimulation levels above 1.75ma output current. It was reported that the pt "soon became quite unwell with hypotension" when off time was reduced from 5 minutes to 3 minutes. After programming the off time back to 5 minutes, the pt's symptoms resolved. The pt reportedly had no problems with hypotension with her previous ncp pulse generator, prior to undergoing generator replacement surgery.